Event description:
The clinician reported that on the day of attempted placement of the dental implant in ada site 9 in the patient's mouth, the implant did not achieve primary stability. The site was grafted. The clinician reported the patient's insufficient bone quality and implant mobility. The implant could not be torqued higher than 20 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.